Manufacturer narrative:
Product evaluation: the lens was returned inside a plastic specimen cup. Solution and blood were dried on the lens. The optic is torn/cut into two portions. This damage is similar to damage during removal from the eye. The lens was cleaned with lphse to separate the lens pieces and further assess. The optic edge has small marks on the anterior and posterior similar in appearance to an instrument used to grasp the lens. The root cause for the complaint of explant due to blurry vision and glare is most likely related to patient condition and unrelated to product factors. Information was provided by the hcp that the multifocal iol dissatisfaction was secondary to the iol power, astigmatism, and an epiretinal membrane. The multifocal lens was exchanged for an iol manufactured by another company. The replacement lens model is designed to treat presbyopia and astigmatism. The original implant lens model is not designed to correct for astigmatism. Due to the fact that a multifocal lens, 19.0 d, was exchanged for a monofocal toric lens, 20.0 d, and one diopter less would also suggest that the replacement lens model better suited the patient's vision needs. The explanted lens was returned in pieces. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and glare. The iol was exchanged in a secondary procedure. Additional information was provided by the coa that in the surgeon's opinion, multifocal dissatisfaction secondary to iol power, astigmatism, and an epiretinal membrane caused or contributed to the event. The patient's prognosis is excellent. The patient reports better vision following iol exchange, but blurry at near. Blurry vision is secondary to retina.